Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v621021, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v649732, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-sep-2013, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's right ins impedances were within normal range at 1047 ohms except for contact 11 which was 40,000 ohms. The left ins impedances were within normal range at 1067 ohms except for contact 3 which was 40,000 ohms. Diagnostics included device interrogation. The clinical diagnosis was not applicable, and the device diagnosis was high impedance. The etiology was stated to be related to device/therapy and not related to implant procedure. No actions were taken as the patient was happy with their dbs settings and did not request a change. The device was functioning well. The event outcome was considered ongoing. There were no symptoms reported and no further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that at a clinic visit on 27 august 2018, the right side impedance for contact 11 was still high at 1098 ohms and 2.7 ma. The left side impedance for contact 3 was high at 1048 ohms and 2.9 ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated no troubleshooting was performed related to the high impe dance. The cause of the high impedance had not been determined.

Event description:
Additional information was received indicating there was a revision surgery scheduled to find the open circuit, however, when the ins was replaced, the open circuit resolved. The impedances on both sides were normal following the replacement. The ranges for both right and left sides were monopolars 1100-1380 ohms and bipolar 1685-2829 ohms. 3 and 11 were both out of range high prior to the case. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator (serial number: (B)(4)) revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the lead extenders were fully inserted into the generator in the or. There was a surgical exploration of the high impedance issues on (B)(6) 2019. It appeared the primary anchor contact on the lead extender was not inserted in the generator far enough for both lead extenders. Once this was achieved, the impedance issues resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Other applicable components are: product ID 37085-60, serial# (B)(4), product type: extension; product ID 37085-60, serial# (B)(4), product type: extension; product ID 3389s-40 lot# v621021, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v649732, implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the lead extenders were fully inserted into the generator in the or. There was a surgical exploration of the high impedance issues on (B)(6) 2019. It appeared the primary anchor contact on the lead extender was not inserted in the generator far enough for both lead extenders. Once this was achieved, the impedance issues resolved without sequelae on (B)(6) 2019.